Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose climbed from 390 mg/dl to over 400 mg/dl. The customer stated that her blood glucose went high after an infusion set change. The customer replaced the pumps and her settings were exactly the same. The customer stated that it might be a bad reservoir. The customer did not want to be transferred to helpline.